Manufacturer narrative:
Blazer dx-20 diagnostic catheter was evaluated by boston scientific. The product analysis could not be performed since the device has not returned with the pouch, however, an image was reviewed by a boston scientific quality engineer. The image shows evidence the device packaging was damaged, consequently confirming the reported event since failure might have been caused due to a bad manipulation or wrong handling during the transport of the unit.

Event description:
It was reported that prior to an ablation procedure, a blazer dx-20 diagnostic catheter was selected for use. The lab staff found a hole in one of the catheter packages prior to being opened. The hole was in the sterile packaging by the handle of the catheter. Product was not used during the procedure. A new non-damaged catheter was used to completed the procedure. No patient complications were reported. Device was returned for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that prior to an ablation procedure, a blazer dx-20 diagnostic catheter was selected for use. The lab staff found a hole in one of the catheter packages prior to being opened. The hole was in the sterile packaging by the handle of the catheter. Product was not used during the procedure. A new non-damaged catheter was used to completed the procedure. No patient complications were reported. Device is expected to be returned for further analysis.

Event description:
It was reported that prior to an ablation procedure, a blazer dx-20 diagnostic catheter was selected for use. The lab staff found a hole in one of the catheter packages prior to being opened. The hole was in the sterile packaging by the handle of the catheter. Product was not used during the procedure. A new non-damaged catheter was used to completed the procedure. No patient complications were reported. Device is expected to be returned for further analysis.

Manufacturer narrative:
The device has not been received for analysis. However, an image was reviewed by a boston scientific quality engineer. The image shows evidence of the device packaging being damaged. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.